Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent up button response due to corroded keypad traces. No button error alarms were noted. No display ramping on its own anomaly noted. The pump was received with a missing end cap sticker, a cracked case at the display window corners, cracked battery tube threads and minor scratches on the lcd window.

Event description:
It was reported that the insulin pump had ramping numbers and an unresponsive keypad; then the device alarmed button error. The reporter did not know the blood glucose reading. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.